Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: quality assurance analysis revealed that there were three bends in the core 1 cm proximal to the tipball and 20 cm and 28.5 cm distal to the proximal end of the guide wire. There was scraping in the teflon coating 3 mm proximal to the distal end of the teflon coating and 3 mm distal to the proximal end of the teflon coating. There were flecks on the proximal end of the guide wire from the teflon coating. There was no other damage noted to the guide wire. The returned guide wire was backloaded through the balloon catheter without resistance. A new indeflator filled with water was used to pressurize the returned catheter to rated burst pressure of 18 atm, to check the guide wire lumen for collapsed lumen. While pressurized the guide wire could not move freely, but when deflated the guide wire was then able to move. Product performance engineering reviewed the incident description and analysis of the returned product. Factors that can contribute to difficulty to remove a dilatation catheter post inflation with a guide wire may include, but is not limited to, product placement technique, guiding catheter support, outer diameter of the dilatation catheter/guide wire, inner diameter of the guide catheter/guide wire lumen, condition of the guide catheter/guide wire, interaction of multiple products within the guide catheter, damage to the distal shaft, or poor balloon refold after inflation. Other factors may also consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide catheter to become angled and make it difficult to position the dilatation catheter. The design of low profile devices has resulted in minimal clearance between the products. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. To ensure that this is not related to a manufacturing deficiency, all products are inspected for damage on the manufacturing line. In this case, it is possible that after post dilatation, the voyager nc may have interacted with the previously implanted stent and/or lesion/anatomy such that resistance was noted during removal. The returned guide wire had their bends in the core. The bend at the tip is consistent with the result of tip shaping practices, and the 2 bends at the proximal section may be the result of packaging the guide wire for transit back to abbott vascular, as no damage was noted during inspection or prior to use. The bends were not initially reported nor appeared to have contributed to the reported difficulty. Analysis also noted that the guide wire lumen was pinched 4 mm proximal to the proximal balloon marker for a length of 4 mm. The scraping of the teflon on the guide wire is consistent with damage due to resistance between products and is consistent with the report that strong force was applied during removal of the products. In order to ensure that teflon damage does not occur as a result of a product deficiency, manufacturing 100% inspects the teflon coating at multiple stages during the manufacturing process. The returned guide wire was backloaded through the catheter; however, no resistance was noted. A new indeflator was filled with water and used to pressurize the balloon to rated burst pressure (18atm) and the guide wire was unable to move freely. It is possible that due to the high pressures used during the procedure, the balloon may not have been fully deflated during product removal, contributing to the reported difficulty to remove; however, this cannot be confirmed. To ensure this is not a manufacturing deficiency, a sampling of product is destructively tested to verify guide wire movement and guide wire reversibility. The lot history record was reviewed. There are no non-conforming material records associated with this lot number. In this case, a conclusive cause for the reported difficulty to remove cannot be determined, the bends and teflon damage appear to be related to case circumstances, and there did not appear to be any indication of a product deficiency. Product performance engineering will monitor the incident circumstances. All products are subjected to a 100% visual and dimensional inspection by manufacturing. In addition, manufacturing 100% inspects the teflon coating at multiple stages during the manufacturing process, and a quality control audit is used to verify the product quality. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: scraped off pieces of teflon could cause or contributed to patient injury. Device issue: scraped off teflon. It was reported that the extra s'port guide wire was advanced to through the lad and another company's guide wire was placed in the first diagonal. Ivus was performed, and then two pre-dilatations with a 3.0 x 15 mm nc voyager and two stents from another company were deployed. Post dilatation was performed with the nc voyager, and upon removal, resistance was met, and strong force needed to be applied. This being filed based on the analysis of the returned extra s'port guide wire, which revealed teflon was scraped off the core and pieces of it were found in the guide wire lumen of the nc voyager.